Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the nurse assessing the patient at the care center noted a very small area that is yellow on the corner of the device on the skin. The device remains implanted. No other patient complications were reported as a result of this event.